Event description:
The customer observed < linearity flags for architect total bilirubin on the architect c8000 for one sample. The sample was repeated with higher results. No discrepant results were reported out. The following data was provided: initial tbili result = <0.1, repeat result = 0.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer performed troubleshooting on the architect c8000, serial number (B)(6) and the c8k cuvette segment (01g46-01) was determined to be the likely cause of the result issue and the customer replaced the part. Part replacement resolved the issue. No additional discrepant results have been reported since the part was replaced. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends related to the result issue described in this complaint. Device history record review did not identify any non-conformances or deviations with the architect c8000 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000, serial number (B)(6), or the c8k cuvette segment (01g46-01) were identified.

Event description:
The customer observed < linearity flags for architect total bilirubin on the architect c8000 for one sample. The sample was repeated with higher results. No discrepant results were reported out. The following data was provided: initial tbili result = <0.1, repeat result = 0.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.